Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address subsidence of the stem.